Manufacturer narrative:
Patient has persistent pain and suspected tibial poly insert loosening. A revision surgery is planned to exchange the poly inserts. Review of the device history record indicates the device was manufactured to specification.

Event description:
Patient has persistent pain and suspected tibial poly insert loosening. A revision surgery is planned to exchange the poly inserts.

Manufacturer narrative:
It was originally reported that the patient had persistent pain and suspected tibial poly insert loosening. A revision surgery was scheduled to exchange the poly inserts. At the time of revision surgery, it was confirmed that there was no tibial poly insert loosening. The patient had arthrofibrosis, laxity and hyperextension. The surgeon exchanged the poly inserts and performed releases. Review of the device history record indicates the device was manufactured to specification.

Event description:
It was originally reported that the patient had persistent pain and suspected tibial poly insert loosening. A revision surgery was scheduled to exchange the poly inserts. At the time of revision surgery, it was confirmed that there was no tibial poly insert loosening. The patient had arthrofibrosis, laxity and hyperextension. The surgeon exchanged the poly inserts and performed releases.